Event description:
It was reported that the device showed a malfunction and is a possible generator problem. There were no patient complications reported, however, the procedure was cancelled/rescheduled. This event is being reported for a cancelled/rescheduled procedure with a patient under anesthesia unknown.

Manufacturer narrative:
Correction: please note that reports filed under MDR MFR: 2124215-2022-52530 (generator) and MDR MFR: 2124215-2022-51130 (delivery device) were found to be duplicate of the same event/procedure aborted. Refer to MFR: 2124215-2022-52530 (generator) for continuation and conclusion of the reported event.

Event description:
It was reported that the device showed a malfunction and is a possible generator problem. There were no patient complications reported, however, the procedure was cancelled/rescheduled. This event is being reported for a cancelled/rescheduled procedure with a patient under anesthesia unknown.